Event description:
It was reported the pt had fallen. On (B)(6) 2012, the pt stopped receiving stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. Another charger and programmer were to used to help resolve the issue but were unsuccessful. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.